Manufacturer narrative:
The ankylos implant has an excellent primary stability when used properly. Therefore, no dislocation can be expected. As implants do not have an intrinsic mobility the reason for the migration can be found in the preparation of the implant site, or in a failed augmentation, and as a consequence, this was no implant failure but a surgical one. This event is reportable per 21 cfr part 803. The device was evaluated, and found to be within specification.

Event description:
According to the available information, a patient received an ankylos d4.5 / l 9.5 dental implant at position #14 (fdi 26) on (B)(6) 2020. On (B)(6) 2020, the implant was removed out of the sinus. External sinus lift was performed with biooss (geistlich) on (B)(6) 2019.